Event description:
It was reported that the patient was receiving lioresal via the pump. The patient had experienced fever. Hypertonia, and weakness and was admitted to the hospital. The patient was not due for a refill until 2008. The hcp though it could be withdrawal. The patient was given oral baclofen. In 2007, a catheter dye study was done and there was no intrathecal spread. The patient had surgery in the following month, and a hole was found in the catheter proximal to the connector. The catheter was revised. The patient recovered with sequela. See manufacturer's report # 2182207200704312.

Manufacturer narrative:
.